Event description:
It was reported by the edwards territory manager that approximately two days after a transapical tavr procedure the patient was re-intubated and a tee was performed which noted a severe paravalvular leak and a mild central leak. Reportedly the physician did not feel the valve had moved from the original implant position. Details from the implant indicated the 26mm sapien valve was deployed using the transapical approach. Reportedly following the valve deployment it was noted the valve was in a 90:10 aortic position and a moderate paravalvular leak was noted. The proctor and the surgical team elected to post dilate with one additional cc of fluid added. Following the post dilation the echocardiographer felt the paravalvular leak had changed to mild. The patient was transferred to recovery in stable condition. Reportedly no action to correct the paravalvular and central leaks was taken. The patient was severely overloaded with fluid which caused the patient¿s blood pressure to increase. After receiving dialysis the patient¿s fluid levels, as well as blood pressure, came down. Reportedly the patient was discharged and is doing well. Additional information noted there was moderate native valve/leaflet calcification, mild-moderate aortic root calcification, and moderate mitral annular calcification (mac). The patient had mild septal hypertrophy. The image intensifier angle and coaxial alignment of delivery system and valve were reported to be good. Ventilation was held and there was no loss of pacing capture during valve deployment. It was noted that a too rapid balloon inflation may have contributed to the aortic positioning of the valve.

Manufacturer narrative:
Per the instructions for use, device malposition and regurgitation is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, mitral annular calcification (mac) and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case the exact cause of the event could not be confirmed; however patient (native annular calcification and moderate septal hypertrophy) and procedural factors (too rapid inflation of the balloon) could have caused or contributed to the too aortic deployment of the valve and resulting regurgitation. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.